Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that (B)(6) 2012 was the first time that the pump was taken into a swimming pool. After getting out of the pool, the pump tried to deliver 1u bolus three times without user intervention. The patient alleged the pump would not allow a cancellation of the bolus but the insulin was not delivered. The patient stated that shortly after the bolus issue had occurred all of the keypad buttons became unresponsive. The patient reported that there were no signs of moisture in the pump and no damage was evident to either the keypad or the pump case. The patient indicated the pump was worn in a pocket. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The audio bolus button was noted to be torn with a hole in the center. On testing, all of the keypad buttons were noted to be normally responsive. The audio bolus button was also normally responsive when tested. The keypad cover and the audio bolus button cover was removed for investigation and revealed there was no contamination under the key contacts. The pump was disassembled for investigation and there was no evidence of contamination inside the pump. There were no defects or malfunctions discovered on investigation.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.